Event description:
Baxter foreign affiliate reported the home pt(hp) had difficulty breathing, as if overfilled with fluid, after using the homechoice cycler for automated peritoneal dialysis therapy. Affiliate reports that during the last drain on the cycler, only 15% of the fill volume was drained before the cycler advanced into the last fill, delivering 2500ml of fluid. The hp was manually drained and approx. 4000ml of solution was removed, which was 1500ml greater than the programmed last fill volume. According to affiliate, there was no pt injury or medical intervention.